Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, white particles in device inner surface and one opening crack. Leak test and microscopic analysis was performed which identified: one crack opening and wear abrasion. Based on the device analysis the final assessment is: one opening crack in the side valve assessed as cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.